Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated it was unknown if the device would be returned after explant. It was noted the customer sends explanted devices to pathology and usually disposes of them. It was further reported the pump and catheter were completely functional. This was just an issue of the patient not wanting to proceed with therapy. Per the physician, the patient was not willing to listen to his dosing suggestions and increase flex or personal therapy manager (ptm) dosing. The rep was unsure of when this changed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown drug via an implantable pump. It was reported the patient was scheduled for explant on (B)(6) 2020 due to ineffective therapy ("pump not working for him.") It was also noted there was pain at the pump site. It was unknown when the issue began. It was also unknown if there were any environmental/external/patient factors that may have led or contributed to the issue and unknown if any diagnostics/troubleshooting had been performed. Actions/interventions were also unknown. It was indicated the healthcare provider had no further information. The issue was unresolved as of (B)(6) 2020. The patient's status was provided as alive, no injury.